Event description:
Implanted expired product. The customer reported via the sales rep that as no other non-v40 heads were available at the time of surgery in (B) (6) 2007, the surgeon implanted a head that had expired in (B) (6) 2007. The customer further reported that the packaging was intact and no other observations were noted at the time of surgery. The customer has requested a risk assessment from stryker as to the possible effects from implanting a product that was 9 months past its expiry.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (user related - implanted expired product) and product code (jdi).